Event description:
Customer reported receiving a no delivery alarm on the insulin pump. It was noted that the alarm may be due to a site or reservoir issue. Customer declined any further troubleshooting. Customer's blood glucose reading at the time of the call was 57 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.